Event description:
It was reported that the procedure was to treat a restenosed heavily calcified lesion in the superficial femoral artery (sfa). The 5.0x150mm armada 18 balloon dilatation catheter (bdc) was advanced to the lesion and inflated one time to 6 atmospheres (atm) when the balloon ruptured. The device was removed without issue. There was no clinically significant delay in the procedure and no adverse patient effect. The procedure was successfully completed with a same size armada 18 bdc. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.